Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation. Review of the history device records for lot 4266284 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, a tear/cut was noted in the silicone housing just before the valve casing. The position of the cam when valve was received was 110mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and siphon guard. The valve failed the test for leak and pressure due to the tear/cut in the silicone housing. The catheters were irrigated no occlusions noted. Root cause analysis - the root cause for the issue reported by the customer, is due to the tear/cut in the silicone housing. The root cause for the tear/cut in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low tear/cut resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2021, during pre-operative testing a hakim valve was noted to leak. The physician changed the valve to another valve of the same device to complete the procedure. There were no delays and no adverse consequences.